Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of nonconforming product. DHR review, complaint history review, and sterilization record review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and ensure the products are within specifications. Complaint review by item number was conducted for the reported device (nt585) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. Additionally, may post market trending was reviewed and there were no negative trends or corrective actions for the reported event (infection) or for the reported devices (B)(4). As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. With no signals indicating a systemic quality issue, no escalation to CAPA is required. Device evaluated by manufacturer: change 'no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown. Date of birth unknown. Weight unknown. Lot number unknown. First name, last name, and email address unknown.

Event description:
It was reported that the implant was removed due to infection. Tooth location 44.